Event description:
It was reported that two (2) (also reported as a "few times") clearlink system continu-flo solution sets leaked from the port. This was observed during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection was performed in both samples using the naked eye which observed a cut in tubing of the first sample and no defect was found on the second sample. A functional testing was performed in both samples including clear passage and pressure testing which revealed a leak due to a cut in the tubing of the first sample only. Additional priming was performed at the second sample with a bag of sterile waster and no defect was observed. The reported condition was verified in the first sample; however, not verified in the remaining sample. The cause of the cut was due to incorrect tubing placement of the coiling operation during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.